Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges pain, injury, lack of mobility, discomfort and emotional distress. Doi: (B)(6) 2007. Dor: (B)(6) 2018. (Unk hip).